Event description:
The following was reported: "the redline was not connected properly, unable to use."

Manufacturer narrative:
Device evaluation.customer report was confirmed. Rec'd (1) double dpt - vamp adult kit. Kit appeared not used. Tubing was completely detached from connection with vamp reservoir. No visible indication of uv adhesive was found on bonding surfaces of tubing and reservoir tube housing. It appeared that uv adhesive had not been applied to the bond joint. (B)(4)